Event description:
It was reported that this right ventricular (rv) lead recorded and unknown noise. The noise was reproducible with isometrics but was not being oversensed. The patient is dependent and no symptoms were caused due to this issue. Technical services (ts) reviewed this case electrogram and noticed the noise seems to be myopotential. Ts highlighted the lead's longevity, over 21 years old. This intrinsic noise was oversensed and caused more than 3 seconds of pacing inhibition. Impedance was unaffected and remained within range. Ts recommended to reprogram this rv lead sensitivity and continue monitoring the patient. This rv lead remains in service and no adverse patient effects were reported.